Manufacturer narrative:
Sections with additional information as of 29-feb-2024: h10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Husband is calling on behalf of the customer. Customer stated that the 32g pen needles were not aspirating. The package had not been open or damaged when received by the customer. The customer has been using the product since 10/14/2023. The customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.